Event description:
During a paroxysmal atrial fibrillation procedure, the physician stated that "it felt funny" and a cardiac tamponade was discovered on intracardiac echo. The cardiac tamponade was confirmed on "2d echo". The pericardiocentesis procedure was attempted but they were unsuccessful. The patient was taken down to the operating room for a pericardial window procedure. The patient is currently not stable as they are on the way to the operating room now for the pericardial window procedure. The j&j medtech products used were: soundstar catheter - lot: 10846835008852. Reference: (B)(4). Vizigo sheath - lot: 00002840. Reference: (B)(4). 2nd vizigo sheath - lot: 00002838. Reference: (B)(4). Decanav catheter reference - lot: 31574020m. Reference: (B)(4). The caller stated that none of the catheters were available for return. The caller stated that the smartablate generator was available for use but the adverse event occurred before ablation was performed. Smartablate generator serial number: (B)(6) additional information was received. The event occurred during the transseptal puncture phase. The transseptal puncture was performed with the brk needle. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".